Manufacturer narrative:
On december 7, 2021, the mentor failure analysis lab received the device for evaluation. On december 27, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 225cc breast implant had an area of shell abrasion on the posterior view. In addition, a tear was noted on the anterior view extending to the posterior view within the shell abrasion measuring approximately 8,6 cm the evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
An analysis of the device's photo was completed: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation revision with two 225 cc mentor memorygel breast implants, suffered bilateral breast implant ruptures, post-procedure. The ruptures were diagnosed via an ultrasound examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were: (left) 190 cc mentor memorygel breast implant catalog: smpx190 lot: 9553679 sn: (B)(4) and (right) 190 cc mentor memorygel breast implant catalog: smpx190 lot: 9451532 sn: (B)(4). This medwatch form is for the left breast prosthesis.